Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were 589 mg/dl, 40 mg/dl. The customer treated high blood glucose with insulin pump, low blood glucose level with carbohydrate intake and juice. Customer was also received loss off communication. Insulin pump was not auto mode. The insulin pump will not be returned for analysis.